Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a scratched display window, broken reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed during the rewind process. Insulin continues to drip after the motor stops during manual prime process. The blood glucose reading is 218 mg/dl. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.